Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 400cc and experienced a rupture on the right breast implant and bilateral capsular contracture with baker grade iii. The rupture was diagnosed during physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3504251bc, 425cc, s/n (B)(4) (l) and catalog # 3504501bc, 450cc, s/n (B)(4) (r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2019-08099 for contralateral prosthesis. The device was returned to mentor with gel that appeared to be clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. A manufacturing record evaluation (mre) of lot number 267897 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 400cc and experienced a rupture on the right breast implant and bilateral capsular contracture with baker grade iii. The rupture was diagnosed during physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3504251bc, 425cc, s/n (B)(4) (l) and catalog # 3504501bc, 450cc, s/n (B)(4) (r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2019-08099 for contralateral prosthesis.